Event description:
On (B)(6) 2003, a sparc sling was implanted to treat urinary incontinence. Due to erosion of the mesh through the vaginal wall, surgery was done on (B)(6) 2010. The surgery involved cutting away of the protruding mesh, positioning of the sling away from the vaginal wall and subsequent suture. The erosion of the mesh through the vaginal wall was discovered during a routine annual examination. "I did not have any symptoms and I have not been sexually active from the time of the implant through the corrective surgery date. During a recent pelvic examination, it was reported that "the area was still intact."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.